Event description:
The pt reported an infection at the ins location. The pt reported they have been getting infections around ins site for the past six months and their device has been off for two years. No specific symptoms were reported. Add'l info has been requested but was not available on the date of this report. A follow up report will be submitted when add'l info is received.